Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube lihep plh 13x100 6.0 plblce gn did not have "either label" on it before use. The following information was provided by the initial reporter: "the tube didn't have either label on it."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tube lihep plh 13x100 6.0 plblce gn did not have "either label" on it before use. The following information was provided by the initial reporter: "the tube didn't have either label on it."